Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an automatic keypad response. Service evaluation verified the automatic keypad response. The following keys were found inoperable: #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 key caused by physical damage. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #1 key will occur following the selected key¿s function. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced an automatic keypad response of the #1 key whenever another was pressed. No additional information is available.